Event description:
Surgeons were placing the bivad devices on the patient. The right vad wiring and pneumatic line on the first module were placed, and when connected to the first thoratec duel drive console, functioned as expected. However, when staff went to place the left vad, it failed to function properly. A second thoratec duel drive console was brought in with both top and bottom modules, and used to attempt to get the lvad to work, while the rvad remained on the first console. However, when both of the amps or lvad modules in the second console were connected to the patient, the device failed to function properly. After three hours of attempting to troubleshoot the problem, a portable console/driver device was tried, which appropriately operated both the rvad and lvad. Upon inspection after the event, it was noted that there were incorrectly installed components on all three of the different thoratec modules that were "tried", and failed to work. The first module was found to have an incorrectly wired solenoid valve, which reversed the pressure and vacuum features of the module. Both the second and third modules were found to have incorrectly installed "humphrey" valves, which also resulted in a reversal of the pressure and vacuum cycles in the lvad, producing insufficient filling and emptying intra-operatively. Though the perfusionists ran a thoratec designed self pre-use check, the problem was not identified. Another contributing factor to this event was that during the preventative maintenance process in clinical engineering, staff members failed to notice (during the tubing verification check) that the incorrect lamp lit during that test. Careful and thorough analysis of the root cause of this incident revealed poor human factors design of the valve mechanisms. The solenoid valve installation problem on the first module was most likely caused by two of wires feeding into the module accidentally getting crossed. Internal examination of the component revealed a plethora of unlabeled wires, used to connect the electric valve and control the humphrey valve, which are all white and could easily be confused and erroneously crossed. The second and third modules were both found to have the humphrey valves installed upside down. These valves are identical both right side up and upside down, and have no indication or directions as to the proper installation technique, and could easily be placed incorrectly within the device during regular pm routines. The manufacturer sent a representative to look at the device. There has been no response to date, though after the root cause analysis, one action item is planning on working with the manufacturer on identifying human factors related issues in equipment design.